Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states patient has a history of extensive shoulder injury including, left shoulder rotator cuff tear, subacromial impingement, distal clavicle arthrosis, biceps tendon subluxation out of its groove, and labral fraying. On 11/22/2022, he had a left shoulder rotator cuff repair, distal clavicle excision, extensive debridement, biceps tenodesis, and subacromial decompression. The provided images were reviewed but are of poor quality and do not aid in the investigation. As in all suture anchor or suturing techniques, until biological attachment of tissue to bone is complete the fixation should be considered temporary and may not withstand weight bearing or other unsupported stresses. The suture anchor and suture are not intended to provide indefinite biomechanical integrity.the reported, stiff shoulder may be consistent with the intraoperative finding of scar tissue. Scar tissue is a known complication of surgery and is associated with the surgical procedures. With the information provided the clinical root cause of the reported biceps tenodesis rupture, and high-grade partial tear cannot be definitively concluded; however, the revision report notes portion of the medial aspect of the cuff had not healed, the patients¿ prior history of extensive shoulder injury and/or weight bearing and body stresses on the appliance, prior to healing of the medial aspect of the cuff, cannot be ruled out as possible contributing factors. The patient impact beyond the reported events cannot be determined. No further clinical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that on (B)(6) 2020 a left shoulder rotator cuff repair, distal clavicle excision, extensive debridement, biceps tenodesis, and subacromial decompression were performed, where healicoil and multifix smith & nephew suture anchors and regeneten implants were placed. In (B)(6) 2022, the patient felt a pop when doing therapy and developed severe pain and noticed that his bicep had sunken into his arm. On (B)(6) a revision surgery was performed and it was discovered that the smith & nephew anchor(s) failed, which caused a high-grade cuff tear among other serious complications. Surgeon removed the failed hardware and placed two q-fix implants. An extensive debridement of the scar tissue where he had stiffness was made. The central aspect of the medial row anchor had pulled out and a broken cuff anchor had to be removed, as well as the loose anchor debris. Then, an additional lateral row anchor for additional footprint coverage and stability was placed. The current status of the patient is unknown.